Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture on the right atrial (ra) channel. Technical services (ts) stated that during remote interrogation, it was unable to evaluate the ra thresholds. The patient reported heart rate at 40bpm. Ts stated that the device was programmed aai with sinus beats and complete heart block. The health care professional (hcp) will be further discussing with the cardiologist. This device remains in service. No adverse patient effects were reported.